Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issues could not be determined. Additional therapy /non-surgical treatment and hospitalization are case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entrapment in chordae. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced to the mitral valve. The clip got caught on chordae and the clip remained stuck in the inverted position. Troubleshooting was performed, the clip was no longer stuck in the inverted position but the clip could not be freed from chordae. Since the clip could not be freed, the decision was made to grasp the leaflets. The clip failed to establish final arm angle. Although the clip failed efaa, the clip was deployed. After clip deployment, the clip opened to 30 degrees. The clip remained secure on both leaflets. A second clip was advanced, but the leaflets could not be grasped. The clip was not implanted and was removed. The procedure was aborted. Mr was reduced to 3. On (B)(6) 2020, another mitraclip procedure was performed. An xt clip was implanted, reducing mr to 2+. There was no adverse patient effect or a clinically significant delay in procedure. No additional information regarding this issue was provided.